Manufacturer narrative:
Evaluated two open and used reservoirs. Performed pre-fill reservoirs test. Found no occluded anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose last night was 500-600 mg/dl and after injecting injection manually it went down to 550 mg/dl. The current blood glucose is 230 mg/dl. The customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.